Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that smoke began coming from the pump usb port after being connected to a computer to charge. Subsequently, the pump was unable to be charged despite the attempt of multiple power source. The customer stated the pump usb port looks "blackened". Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.